Event description:
It was reported that the left ventricular lead exhibited high impedance and intermittent loss of capture. The patient complained of feeling symptomatic during pocket manipulation. The lead was fractured, capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information notes the lead was explanted and returned.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.